Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed a leak from the manual probe. He found the probe block was obstructed causing it not to move properly. The fse re-adjusted the probe block resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported 1-3 mls of an uncontained bloody fluid leaked from the manual probe on a coulter lh 500 hematology analyzer. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.